Event description:
It was reported by the sales manager that the patient's device showed high impedance. The patient experienced no trauma or manipulation of the lead. Device history records were reviewed for the lead and there were no nonconformities prior to distribution. Ap and lateral chest and neck x-rays were reviewed for the reported high impedance detected on the patient¿s generator. A sharp bend was observed in the lower feedthrough wire. However, based on the angle and quality of the images it could not be assessed if this constituted a discontinuity in the feedthrough wire. A strain relief bend was present per labelling however no strain relief loop was observed. Tie downs appeared to be present in some of the received images but absent in others. Tie downs were not placed according to labelling as there was no strain relief loop for the tie downs to secure. Connector pin of the lead appeared to be fully inserted inside the connector block. The presence of micro-fractures and discontinuity in feedthrough wires cannot be ruled out. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was seen with high impedance again after pin insertion surgery. The pin insertion surgery date is unknown. The patient had come into the clinic some unknown time after this pin insertion surgery and was interrogated. The impedance was high upon the first interrogation. The patient was interrogated again in which the impedance as within normal limits. The physician elected to disabled the device due to the impedance issue. Mother of the patient also would like the device to be explanted. No other relevant information received to date.